Event description:
A low readings issue was reported with the adc device. The customer received lower sensor scan results and ate food and took sugar. The sensor values were still low so the customer went to hospital. The customer reported a healthcare meter result of 'hi' (unknown reading value) which indicated hyperglycemia, and the customer was administered a unspecified saline infusion (8 iu intravenously and 10 iu subcutaneously) for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.